Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the axiom artis dfc system. During an interventional procedure the user reported that the bsr (x-ray image system) froze. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.

Manufacturer narrative:
Siemens investigated reported event. Unfortunately, the error described in the complaint could, in retrospect, only be partially reconstructed. According to the experts, there was apparently a so-called "kernel layer hung", which was only removed after the system was switched off and on again. Since the restart and the associated reboot by the operator took place about 25 minutes later, no log file entries were recorded during this time, therefore, no conclusions about the error can be drawn from the log file. As a precaution, the siemens service technician formatted the imaging system hard drive and restructured the database. No further case has been reported since then. A possible systematic error could not be identified.